Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c501 module. Patient 1: the sample initially resulted in a na value of 511 mmol/l and repeated as 138 mmol/l. Patient 2: the sample initially resulted in a na value of 226 mmol/l and repeated as 140 mmol/l. Patient 3: the sample initially resulted in a na value of 407 mmol/l and repeated as 140 mmol/l. It is unknown what result was deemed correct. No questionable result was reported outside of the laboratory. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
It was determined that a suction tubing was cut. The field service engineer repaired the rinse unit and replaced the rinse tubing. The investigation determined the service actions resolved the issue.